Event description:
It was reported the screen is not working. It was flickering and changing colors. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen will not work; an extra bend caused the flex tape to crack causing the display to flicker and change color. The ECG (electrocardiogram) connector was found loose. The system fan was found noisy. Concomitant products: product ID 229047, analyzer; product ID 2067l, rf (radio frequency) head. (B)(4).